Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was jammed and cannot be closed, the customer reported that the malfunction resulted delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn b)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch sensor was defective which triggered drawer failed to stay closed message. A field service engineer replaced latch sensor and ran diagnostics. Customer verified operation in application. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was jammed and cannot be closed. The customer reported that the malfunction resulted delay in dispensing medication. There were no adverse events or injuries reported based on this incident.